Event description:
A talent aaa stent graft was implanted for the treatment of a 56 mm in diameter abdominal aortic aneurysm. The arteries were moderately tortuous with moderate calcification. It was reported that the patient had evar. After post op CT, there was no endoleak. A few days ago, the patient came back with walking problems. After control CT, the physician realized that the max aneurysm diameter is almost 9 cm and there is a small density difference in thrombus. The physician performed a dsa to find if there is an endoleak but there is no endoleak. Also they checked the max. Aneurysm area with an ultrasound but there is no flow sign. They suspect from type 5 endoleak (endotension). No clinical sequelae were reported and the patient is fine. The physician plans to intervene as soon as possible, they are planning on using an uni-iliac stent graft system. The physician still does not know what caused the walking problem. The physician suspects it is from the aneurysm but they are also not sure about this. Their main worry about the patient is that there is slight contrast in the thrombus outside the graft and the aneurysm has been expanding after the case. They have doubts about type 4 or 5 endoleak. A review of returned cta¿s post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The proximal stent graft diameter was approximately 19mm just below the right renal, and 1cm lower was 21mm. Possible fabric infolding with localized small areas of possible thrombus was seen within the aortic body and within the distal right/ipsi limb. The ipsi limb and an iliac limb extension were positioned distally into the aneurysmal right common iliac artery. The distal right limb measured 16mm od and the just distal to the right limb the diameter of the right common iliac artery was 20mm. The contra limb was positioned within the left common iliac artery. No endoleak was seen. The max diameter aaa was 5.8cm. Review of cta¿s approximately 4 years post-implant revealed that the bifurcate was positioned just below the renals. Poor image resolution (5mm slice) made for difficult assessment and approximate measurements. The proximal stent graft od measured 22mm and the aortic body was angulated 30 deg l-r to the limbs. The ipsi limb extension was approximately 2cm within the right common iliac artery; the distal stent was slightly flared out to approximately 20mm due to minimal apposition with the aneurysmal right common iliac artery which measured 24mm maximum diameter just distal to the right limb. The contra limb extended 1.5cm (1 stent ring) into the left common iliac artery and measured 20mm in diameter. The max aaa diameter was 8.9cm, and no clear endoleak was seen. Both limbs were patent. A review of an angio study confirmed no clear endoleak. The distal stent od from the right/ipsi extension limb was flared out from 17mm to 21mm, likely due to a lack of vessel apposition within the aneurysmal right common iliac artery. The left distal stent graft od was 20mm. Both limbs were patent; possible areas of thrombus were seen within the aortic body and ipsilateral/right limbs. The cause of the aneurysm expansion could not be determined. Although no endoleak could be seen it is possible that the aaa was being pressurized from the marginal distal sealing on either the right limb or left limb, or from another unknown source (example: endotension). The cause of the possible thrombus seen within the bifurcate aortic body and ipsi limbs could not be determined.

Manufacturer narrative:
(B)(4).